Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report problems with sensors. The customer inserted a sensor and it fell off the skin. The customer inserted a second sensor and received a sensor error alarm. The customer removed the sensor and found that the sensor cannula was missing. The customer's blood glucose reading was 90 mg/dl. The sensor was replaced but was not returned.